Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive and sticking. Additionally, the pump touchscreen was unresponsive. There was no adverse impact to the customers blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.